Event description:
Customer called lfs in 2002 alleging their ot profile meter would only prompt retest and insert strip which would not allow them to test their blood. The issue was unresolved with troubleshooting. The customer did not experience any adverse event. The meter has been replaced for the customer. No further information has been reported.